Manufacturer narrative:
(B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 56mm evoque procedure. Right after procedure valve was already tilted slightly. Approximately one year and three months after the index procedure, the posterior part of the valve dislodged and completely tilted into the right atrium with some posterior anchors. Patient is on surgery list but not treated yet so far, as patient is currently in endocarditis treatment as in too bad conditions for a soon surgical procedure. As per medical opinion, the perceived root cause of the event was that several posterior anchors were pinned.